Manufacturer narrative:
The device was requested and but has not been returned to the manufacturer. The meter DHR was referenced and the meter left the manufacturer under specification. The test strip lot DHR was referenced and the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence the event was causes by improper labeling. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the event could not be determined though insulin, other medication, diet and exercise may have been a cause. The comparative readings were not performed within an adequate timeframe. Factors such as hematocrit, temperature, humidity, elevation, and testing procedure may have contributed to a potentially higher reading. No corrective action will be performed because no system error can be confirmed. This event will continue to be trended.

Event description:
Customer called in because he has a new kroger meter that is giving results not consistent with the lab result. The customer does not have a working backup meter. The customer tested on (B)(6) at 5:00 pm and the meter measured 521 mg/dl. At 7:00 pm, the meter measured 586 md/dl. He went to the emergency room because the 7:00 pm reading was too high and expected to be below 400. His symptoms included frequent urination. He had not eaten since 1:00 pm on (B)(6). At 8:00 pm, the measurement at the emergency room was 427 mg/dl. Ten (10) units of insulin was administered and the reading was 337 at 11:00 pm.

Manufacturer narrative:
The device was requested and has been returned to the manufacturer. An investigation found the meter to be operating within specification. The test strip lot DHR was referenced and the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence the event was causes by improper labeling. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the event could not be determined though insulin, other medication, diet and exercise may have been a cause. The comparative readings were not performed within an adequate timeframe. Factors such as hematocrit, temperature, humidity, elevation, and testing procedure may have contributed to a potentially higher reading. No corrective action will be performed because the meter is operating within specification.. This event will continue to be trended. Follow-up report includes date product received and summary of investigation results. There is no change to the root cause analysis.